Manufacturer narrative:
B3: unknown. One device was received for evaluation. The reported problem of "dso sensor seal bubbled" was verified by visual inspection. The root cause was determined to be the dso seal and was replaced to correct the issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's dso sensor seal bubbled. There was unknown patient involvement.